Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm or unexpected error alarm noted. No unexpected numbers ramping/scrolling on their own noted. No moisture damage found inside the pump. Pump received with cracked case at display window corner, reservoir tube, minor scratched display window.

Event description:
The customer reported via phone call that they went into the swimming pool while connected to the insulin pump. Customer stated the numbers began to scroll on the insulin pump. The customer also reported a battery out limit alarm occurred after they replaced the battery. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.